Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 150412  oss tibial poly bearing 16mm lot# 093230. MDR: 0001825034-2023-00310. Additional associated products (B)(6) ti oss reinforced yoke lot# unk. (B)(6) ti oss lkg axle cap and scrw lot# unk. (B)(6) ti oss 7cm rt sgmt dstl fmr lot# unk.

Event description:
It was reported that the patient was revised due to the knee being unstable to varus/valgus stress. The bearing and bushings were revised, all other implants remained. No additional information available as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.

Event description:
It was reported the patient's knee is unstable due to varus/valgus stress and it appears the axle, yoke, and/or femoral bushings have failed. It is noted the patient is planned to be revised. Attempts to gather additional information are underway but no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs (B)(4) ti oss reinforced yoke lot# unk MDR: 0001825034-2023-00310 (B)(4) ti oss lkg axle cap and scrw lot# unk MDR: 0001825034-2023-00311 (B)(4) ti oss 7cm rt sgmt dstl fmr lot# unk MDR: 0001825034-2023-00340 associated product (B)(4) ti oss 67mm mod tib bsplt lot# unk

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified sign of use with nicks, worn and gouges. Review of the device history records could not be performed as no lot number was provided. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified no additional similar complaints for the reported items. However, as the lot number is unknown, an additional review could not be performed. Radiographs were provided, but not reviewed as poly wear is not visible via x-ray. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.